Event description:
It was reported that during a laparoscopic salpingo oophorectomy procedure, when the doctor was trying to remove the device, the handle would not close; when he squeezed the handle to attempt to close it, the tip of the device fell off into the pt. Created another port, put another trocar in the pt's abdoman, and retrieved the lost tip with a grabber. The case was completed with another like device.